Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip (B)(4). Note: manufacturer contacted customer on 3/20/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer have not had any medical intervention or symptoms since the last call. No assistance needed with the replacement product.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with tests results from fasting results obtained of 192, 171 and 174 mg/dl. The customer's expected fasting blood glucose test result range is 85 - 95 mg/dl. The customer feels well and did not report any symptoms. Customer just received the truemetrix meter on (B)(6) 2018. Customer stated she went to the doctor two weeks ago and her fasting blood test result was 130 mg/dl. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 05/29/2019 and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6). She has never had this high of blood results, went to the dr about 2 wks ago and her fasting blood was 130 mg/dl she stated, did not know the a1c results. Since she got this meter her bloods are very high and she does not know why.